Event description:
Pt with aortic regurgitation secondary to endocarditis had an aortic/pulmonary homograft avr on 12 mar98. Post-op pt had low cardiac index unresponsive to therapeutic measures. B/p was stable but pt had a sudden hypotensive, asystolic arrest. Chest was opened & cardiac massage & acl's medications give. Defibrillation with internal paddles was attempted without shock for 5-8 minutes. The user facility's uncomfortable with three aspects of this defibrillator system. 1) the connectors used for the two types of paddle sets look almost exactly the same, the differences are that one of the connectors is black & the other is gray, (this is a subtle color difference. When connected properly the gray connector mates with gray & black with black), & the key-ways are 180 degress out of phase from each other (also a subtle difference). 2) the system of having to remove the adapter to install the paddle sets is counterintuitive. 3) the adapter is labeled very poorly in that the labeling is in a very small font & worded in a way that may not be clear to clinical staff. The user facility believes there is some room for improving the user interface of this system. The user facilities developing labels that more clearly re-enforce the need to remove the adapter when one uses the paddles sets. They state in large red lettering: "remove & disconnect cassette to use internal paddles". These labels are currently being applied to all of the user facilities.